Manufacturer narrative:
This device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker's magnet rate was 90 and longevity had two years remaining. Boston scientific technical services (ts) explained that the magnet rate is a reliable indication of remaining battery, this device had one year remaining or less base from the present magnet rate. This device remains in service. No adverse patient effects were reported.